Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced high blood glucose level 519 mg/dl. Customer¿s blood glucose level was 519 mg/dl at the time of incident. Customer was treated with insulin pump. Customer stated that the belt clip was broken. The insulin pump will not be returned for analysis.